Event description:
It was reported that during a da vinci s hysterectomy procedure, the wires at the tip of the large needle driver instrument were observed to be out of alignment and exposed. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is derailed at the distal idler pulley. The grips can still open and close, but movement may not be precise. No other damage was found on the distal idler pulley. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.